Event description:
It was reported that the burr was stuck in the lesion. A 1.75mm rotapro was selected for use. During insertion, the burr was carefully and gently advanced to the platform without any issue. However, it was noted that the burr got stuck with the lesion. There were no kink or damage observed in the rotawire. The rota burr and rotawire were removed together as one unit from the patient. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. The returned rotawire was able to be removed without issue or resistance. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run.

Event description:
It was reported that the burr was stuck in the lesion. A 1.75mm rotapro was selected for use. During insertion, the burr was carefully and gently advanced to the platform without any issue. However, it was noted that the burr got stuck with the lesion. There were no kink or damage observed in the rotawire. The rota burr and rotawire were removed together as one unit from the patient. The procedure was completed with another of the same device. No patient complications reported.